Manufacturer narrative:
Investigation of returned suspect computer confirmed the reported problem. Computer initially booted os and o-arm application. Time/date good (cmos check.) Performed virus scan. During power cycle, the computer then booted to a blue screen indicating a process or thread crucial to system operation unexpectedly exited or was terminated. Software was then installed and the computer functioned as expected in imaging test system for less than one day prior to a second occurrence of booting to a blue screen with a kernal_data_inpage_error. Hard drive failure. Investigation of returned suspect system control board confirmed the reported problem. Installed system control board in test imaging system and observed upon turning key, r9 on power switching board lights, and k2 closes, but then when the key is released, the k2 opens and the ias power doesn't latch on.

Manufacturer narrative:
Medtronic representative inspected the imaging system on-site. The reported issue could not be replicated. However, the image acquisition system (ias) computer and the system control board were replaced. The system was tested and no issues were observed. The replaced parts have been received by the manufacturer for evaluation, although analysis has not yet been completed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the motion status bar and the mobile view station (mvs) status bar were displaying a red 'x' (not ready). The system was rebooted without resolution. It was reported that the system had booted successfully prior to bringing it into the operating room. It was when the umbilical cable was disconnected to move the system that the issue occurred. The use of the imaging system was discontinued because of this issue and a second system was used to complete the surgery. The procedure was completed successfully with the second imaging system after a reported delay of 20 minutes. The patient was not impacted.